Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.